Event description:
(B)(4). Heavy/ long menstrual cycles with clots, abdominal cramps, back pains when abdominal cramps, anxiety attacks, bloated stomach, hair loss, bad leg cramps, depression, rashes on face,dark spots on face, lightheadedness, fatigue, s.o.b.,fainting, painful intercourse, pelvic inflammatory disease